Event description:
It was reported that the implants failed to integrate and were removed. Per indicated: non integrated. Additional appointment required: yes, to place a new implant. Symptoms as a result of the event: none reported.